Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and perforation ('perforation') in a female patient who had essure inserted for female sterilization. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed (B)(6) 2014)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation and perforation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. The reporter commented: discrepancy noted - (B)(6) 2008 insertion date. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received. Case category updated to serious, valid. New events migration, perforation were added. Date of removal was added as 06-aug-2014. Previously reported event severe and permanent injuries was deleted. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.